Manufacturer narrative:
Evaluation of suspect ratcheting handle as follows: the end cap has been broken off and is missing from the handle. Otherwise, the retention ring and ratchet mechanism is functional. Hardware investigation completed. This issue has been added to a hardware anomaly database for trending and monitoring.

Event description:
A site representative reported that, while in a spinal fusion procedure, their small straight ratcheting handle upper metal cap was loosened. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.